Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the device battery was prematurely drained due to a firmware upgrade.

Event description:
It was reported that the loop recorder exhibited premature elective replacement indicator (eri). The device was explanted and replaced.